Event description:
A 2.75 x 33mm cypher stent was delivered to a lesion in a totally occluded saphenous vein graft to the distal right coronary artery. The stent did not make it all the way to the lesion, therefore, it was decided to implant the stent where it could not pass any further. However, the stent could not be deployed. The indeflator could not produce any pressure to inflate the stent. Under examination by the nurse, it was noted that the inflation line, near the guidewire exit port, had a small pinhole. The physician immediately switched to a 20cc merit balloon prepping syringe and inflated the stent with that. It inflated the proximal half of the stent. A 3.0 x 20mm fire star balloon catheter was used to post-dilate the stent.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.